Event description:
Elderly male with history of cad (coronary artery disease) and recent sob (shortness of breath). Procedure: heart cath, pci (percutaneous coronary intervention) of lad (left anterior descending artery). While inserting the sheath, it buckled and was not able to be used. Another glidesheath (slender 7fr) used. No known harm to patient, delay in procedure. Manufacturer response for introducer, catheter, glidesheath slender (per site reporter). Will obtain.